Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump screen was black. There was no adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.